Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a magnetic resonance imaging (MRI) scan, although his implantable cardiac electronic device system was not MRI conditional. Following the MRI, and automatic lead safety switch due to an out of range impedance measurement occurred for the right atrial (ra) lead connected to this pacemaker. The patient was evaluated at their device following clinic and it was found that pacing impedance on the ra was within normal limits in unipolar mode, but that there was failure to capture in bipolar mode. Additionally, some episodes of noise and oversensing were noted on the right ventricular (rv) lead, although measurements on the rv lead were all within normal limits when checked. Boston scientific technical services (ts) provided programming options. This pacemaker and the associated leads remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.